Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the iol as surgeon reports inadvertent capsular tear not related to the device. Based on this info, the device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. There have been o other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A technician reported during an intraocular lens (iol) implant procedure that the "bag broke" and another lens was implanted to complete the case. The technician stated: "nothing to do with the lens, physician caused posterior capsular tear." In a follow up, the surgeon reported an inadvertent capsular tear, not related to the device. The event occurred during iol insertion which resulted in decentration. An anterior vitrectomy was performed and an anterior lens was implanted.